Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that sheath detachment occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left circumflex artery. A 1.50mm rotalink plus was selected to treat the target lesion. During platforming for a percutaneous coronary intervention, the foot pedal was stepped and the rotation speed did not increase over 120,000rpm and snapping noise was heard. Upon inspection of the device, it was noted that the outer sheath of this device was detached. There were no issue with the drive shaft and rotawire. It was further reported that the device had been stretched straight during the setting of the rotation speed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connection was inspected and no damage was noted. A tug test was attempted to examine the integrity of the connection. No issues were noted. A tear in the sheath around the distal coil was found during wet test and saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sheath detachment occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal end of left circumflex artery. A 1.50mm rotalink plus was selected to treat the target lesion. During platforming for a percutaneous coronary intervention, the foot pedal was stepped and the rotation speed did not increase over 120,000rpm and snapping noise was heard. Upon inspection of the device, it was noted that the outer sheath of this device was detached. There were no issue with the drive shaft and rotawire. It was further reported that the device had been stretched straight during the setting of the rotation speed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.